Manufacturer narrative:
Device evaluation: the stent remains in the patient, and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000093-2007-01613, 6000089-2007-01195. It was reported that 372 days after a coronary drug eluting stenting treatment procedure, the patient expired. One day prior to the index procedure, the patient was admitted with a 5-day history of intermittent chest pain and chest discomfort. The index procedure treated a 2.5x12mm, 90% stenosed, mildly calcified, and mildly tortuous lesion in the middle left anterior descending artery (mid lad) with direct placement of a taxus express2 2.5x16mm drug eluting stent. Residual stenosis was 0%. The procedure also treated a 3.5x10mm, 75% stenosed, mildly calcified, and mildly tortuous lesion in the proximal lad with direct placement of a taxus express2 3.5x8mm drug eluting stent. Residual stenosis was 0%. The procedure also treated a 2.25x15mm, 80% stenosed, moderately calcified, and moderately tortuous lesion in the 1st diagonal branch (dx1) with predilation and placement of a taxus express2 2.5x16mm drug eluting stent. Following post-dilation, residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. During the two year follow-up, the site learned that the patient expired 372 days post index procedure. The patient was found by her family in an unresponsive state. At the time of emergency medical services (ems) arrival, the patient was asystolic. Physical exam revealed no signs of trauma. Multiple attempts at resuscitation were performed without success. The patient was pronounced dead. The cause of death was sudden cardiac death. It was unknown if the target vessel was involved. No autopsy was performed. In 2007, the clinical event committee concluded that it is unknown if this cardiac death is related to the taxus stent or the target vessel.